Event description:
The customer reported water underneath the screen after jumping into the pool while wearing the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor and a cracked case at the display window corner.